Manufacturer narrative:
(B)(4). Approximate age of device ¿ 37 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to an acute catastrophic ischemic stroke. The decision was made to withdraw care since the patient was not going to have meaningful recovery. The lvad clinician reported that the patient¿s expiration was possibly device related as it was an ischemic stroke. The pump was reportedly functioning appropriately at the time. The pump was explanted and would be returned for evaluation.

Manufacturer narrative:
Additional information: device received date added. A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The evaluation of the lvas did not reveal any device-related issues. The pump was returned assembled with the driveline intact. The sealed inflow and outflow conduits were returned to their respective pump ports. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.